Event description:
It was reported that during use of the iab, condensation was noted in the helium tubing. Since a balloon rupture was suspected, the iab was removed and replaced without any complications.